Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total pelvic floor reconstruction, rectopexy, colpo-sacropexy and bladder suspension ; due to fecal and urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence and dyspareunia. It was reported that patient experienced extrusion, erosion and infection and underwent in office mesh excisions in 2011. (B)(4).

Manufacturer narrative:
Date sent to FDA: 4/27/2016, it was reported that following insertion the patient experienced abnormal vaginal discharge.

Manufacturer narrative:
It was reported that patient underwent mesh removal on 04/08/2013 due to erosion. It was reported that the patient underwent lysis of adhesions, closure of peritoneum with drain placement and mesh removal on (B)(6) 2013 due to infected mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent excision of mesh on (B)(6) 2013, due to erosion. No additional information was provided.